Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for non-malignant pain. Information was reported that the patient said that it was uncomfortable and experienced a burning sensation while recharging their ins. The patient also mentioned that when he lies down on his bed the ins site is burning. The patient thinks it is his skin stretching. The patient had seen a manufacturing representative (rep) who suggested using adhesive discs. The discs were ordered for the patient. No further complications were reported. No additional patient symptoms were reported.